Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a lower abdominal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by scrotal swelling. The patient was not hospitalized for the event. Twenty-nine days prior to the receipt of this report, the patient underwent an outpatient hernia repair surgical procedure. Dianeal therapy was ongoing. The patient was recovered from the event. No additional information is available.